Manufacturer narrative:
Investigation: the investigation was carried out visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found green discoloration. Additionally, we detected a visibly damaged ceramic scissor blade. Furthermore we discovered a shrinking tube with scratches and grooves. Additionally the instrument was inspected by the quality assurance of the production department. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the visibly damaged scissor blades were caused due to an improper handling by a mechanical overload situation. There is the possibility that the sparking was caused by the broken ceramic scissor blade. Additionally the shrinking tube shows heavy signs of wear. There is the possibility for disruptive discharges if the shrinking tube has scratches, grooves and fine cracks. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "at the beginning of use, sparking from the working end and got burned a lot." No injury to the patient reported.